Event description:
Complainant alleged that the device's battery compartment was wrapped and was unable to install a battery. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation, and this complaint is still under investigation.